Event description:
Medtronic received information that following the successful implant of this transcatheter bioprosthetic valve in the mitral position (implanted inside an embolized valve (valve in valve)) the patient developed an arrythmia and went into cardiac arrest. The patient was unable to be resuscitated and expired. It was reported that the patient was not a candidate for open heart surgery. Etiology of valvular disease was myxomatous degeneration. The documented cause of death was cardiac arrest and flash pulmonary edema with inability to ventilate; however, no autopsy was performed.

Manufacturer narrative:
Product analysis: the valve will not be returned for analysis. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. The instructions for use (IFU) warns not to implant this pulmonary transcatheter bioprosthetic valve in the mitral position. Preclinical bench testing of the melody valve suggests that valve function and durability will be extremely limited when used in this location. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. (B)(6). (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.